Event description:
Pt underwent diagnostic laparoscopy and suddenly became hypotensive. No active bleeding identified, a retroperitoneal bleed was suspected. Procedure conversion to laparotomy and found pt had suffered lacerations to the bowel and aorta. Pt underwent surgical repair of lacerations and subsequently required post-op mechanical ventilation for 24 hrs. It is suspected that the lacerations were sustained during the introduction of the trocar.